Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 441 mg/dl and 130 mg/dl. The customer gave correction to treat high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump was on auto mode at the time of the event. The customer reported that the insulin pump had hardware low level failure alarm on the insulin pump. The customer was able to successfully clear the alarm and rewind the insulin pump. The customer stated that the insulin pump passed the self test. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.